Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a cardiac resynchronization therapy defibrillator system removal due to infection. The device, atrial lead, right ventricular lead, and left ventricular lead were explanted without incident.

Manufacturer narrative:
The reported field event of infection was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.